Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary biopsy forceps was used during a bronchoscopy procedure performed on (B)(6), 2010 according to the complainant, during the procedure, the radial jaw 3 pulmonary biopsy forceps were used to successfully obtain a biopsy sample from the bronchial tree. While taking a second biopsy the jaws failed to close. The device and scope were removed in tandem from the patient. The bronchoscope was reintroduced into the patient and a second of the same device was used to complete the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device found that one of the pull wires was broken. The pull wire was sent for external material analysis which determined that the component did not present any material anomalies and the fracture occurred due to fatigue from a bending overload motion. The device welding and riveting was found to be within manufacturing specifications. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint that the jaws would not close, due to the broken pullwire. The most probable cause is operational context since excessive force was applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary biopsy forceps was used during a bronchoscopy procedure performed on (B)(4), 2010 according to the complainant, during the procedure, the radial jaw 3 pulmonary biopsy forceps were used to successfully obtain a biopsy sample from the bronchial tree. While taking a second biopsy the jaws failed to close. The device and scope were removed in tandem from the patient. The bronchoscope was reintroduced into the patient and a second of the same device was used to complete the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.